Manufacturer narrative:
PMA/510(k) #: exempt. Patient code: no code available ((B)(4)) another procedure had to be performed. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a ultrathane mac-loc locking loop multipurpose drainage catheter was utilized for an abdomen abscess drain. A few hours after the drain placement, the hub fell off the drainage catheter. As a result, the procedure had to be repeated. No other patient consequences were reports. It was reported that it was "believed that the patient was fine".

Event description:
No new event description information to report at this time.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Investigation evaluation : a review of the complaint history, device history record, documentation, instructions for use (IFU), and quality control of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there was one other reported complaint associated with the device lot. This other complaint covers a different failure mode ¿ leakage. The IFU supplied with the mac-loc drainage catheters instruct that the product should be inspected prior to use to ensure no damage has occurred. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. Appropriate measures have been initiated to address this failure mode. We have notified the appropriate personnel and will continue to monitor for similar complaints per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.